Manufacturer narrative:
H4: the lot was manufactured between december 4-5, 2023. H11: the actual device was received for evaluation. Visual inspection on the returned unit via the naked eye noted a reddish-brown particle, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via a fourier transform infrared spectroscopy (ftir) test. Pvc and phthalate are the materials of the tubing line. Fragment of burnt pvc (reddish-brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. Based on the analysis result, the particulate matter was not in the fluid path and made of the same material as the tubing line. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a black particulate was observed "in the line" of a small volume folfusor. This was noticed during final inspection before use. The device was filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.